Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" alarm error occurred. The remote service engineer (rse) found that the 110b error was logged in the event log and reviewed the suggested repair per the service manual with the customer. The rse also found that the solenoid pins were correctly aligned with the data acquisition (da) printed circuit board assembly (pcba), advised the customer to replace solenoids 3 and 4, and provided the customer with the part identification (ID) of the solenoid valve for repair. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" alarm error occurred. The remote service engineer (rse) found that the 110b error was logged in the event log and reviewed the suggested repair per the service manual with the customer. The rse also found that the solenoid pins were correctly aligned with the data acquisition (da) printed circuit board assembly (pcba), advised the customer to replace solenoids 3 and 4, and provided the customer with the part identification (ID) of the solenoid valve for repair. Multiple attempts have been made to try to obtain further information about this case regarding the evaluation and repair; however, no response was received from the customer. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time.